Manufacturer narrative:
(B)(4). This report is for the first in a series of three product issues. The other two events have been reproted under MDR# 1036844-2016-00057 and 1036844-2016-00058.

Event description:
It was reported the procedure was being performed in the emergency department. The wire "came apart" during insertion and had to use another kit. Follow up information from the physician states the guide wire seems to be more flexible and gets stuck when attempting to insert it over a needle. The wire bends quite easily and became unraveled.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a 3-lumen catheter with a kinked and unraveled guide wire inserted through it. Microscopic inspection of the guide wire revealed that the core wire was broken adjacent to the proximal weld. The catheter appeared used but no defects or anomalies were observed. A lab inventory guide wire was able to pass through the catheter without resistance. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and cautions that withdrawing the guide wire against the needle bevel or use of excessive force could damage or break the wire. A device history record review was performed with no relevant findings. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.